Manufacturer narrative:
The customer¿s report that the tubing leaked was confirmed. Visual inspection of the set showed that the vinyl tubing had a slice cut below the distal smartsite outlet port near the male luer. There were no other anomalies observed. Functional and pressure testing confirmed leaking from the slice cut. The cause of the leak was a cut in the tubing. The root cause of the cut is unknown.

Event description:
The customer reported that an infusion of lipids was noted to be leaking onto the floor from a hole in the tubing located near the y-site port. There was no patient harm.

Event description:
The customer reported that an infusion of lipids was noted to be leaking onto the floor from a hole in the tubing located near the y-site port. There was no patient harm.